Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements that resulted in a lead safety switch. Device data showed a gradual rise since early february. The physician opted to perform a lead revision and capped this lead and implanted a new one. The physician suspected this lead exhibited issues due to a ring malfunction. No additional adverse patient effects were reported.